Event description:
It was reported that the patient was experiencing an inadequate stimulation due to lead migration that was confirmed via x-ray.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7097755. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4).